Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and revealed the presence of separation, as the holder has become separated from the straw and needle assembly. Additionally, retention samples from bd inventory were evaluated by visual examination with no holder and straw/needle separation observed and all correct components identified. Inspections were completed during the production run with no issues being identified. A programming change was completed on (B)(6) 2021 that would stop the machine if adhesive bond was not applied to the product. The reported batch # 1251410 was manufactured before the programming change was implemented. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of holder and straw/needle assembly separation. The packaging label is correct for the product specification. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® c&s transfer straw kit had a needle that was not capped, thus effecting sterility. The following information was provided by the initial reporter: it was reported that some packages have an extra needle that is not capped. A needle stick occurred.

Event description:
It was reported that the bd vacutainer® c&s transfer straw kit had a needle that was not capped. The following information was provided by the initial reporter: it was reported that some packages have an extra needle that is not capped. A needle stick occurred.

Manufacturer narrative:
The following fields were updated with corrected information: b.5. Describe event or problem: it was reported that the bd vacutainer® c&s transfer straw kit had a needle that was not capped. H6 - annex f: f26. H6 - annex a: a0501. The following field was updated with additional information: h6 - annex g: g04068.